Event description:
A nurse at nacka hosp, contacted the sales rep and claimed that the quick release screwdriver handle had broken in the open wound.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental.